Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A company representative reported on behalf of a customer, an error on the cart following the addition of an intraocular lens (iol) to the intraoperative aberrometry system. Following entry the company representative noted that it appeared on the cart as a non-toric iol rather than the toric iol as entered. There are two related reports for this event. This report addresses the second occurrence, and another manufacturer report will be filed for the first occurrence.

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).